Event description:
It was reported that pump displayed a malf 16 malfunction related to speaker, with no notable events occurring before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance from technical support, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction returned.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s21 ultra 5g / 2.3 / android 16.